Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3636 self bunching fibertak had an issue. During a labral repair procedure on (B)(6) 2023, the metal tip of the inserter broke off inside the patient during insertion and was stuck inside the bone. The surgeon removed all fragments, the anchor was also removed by drilling it out, and no fragments remained inside the patient. A new ar-3636 self bunching fibertak with the same lot number was used to complete the procedure successfully with no impact or harm to the patient.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, noted that the distal tip of the inserter shaft was broken. No broken pieces were returned for investigation. The most likely cause of this condition is the excessive force used to pry and/or leverage the device. The cause remains error use.